Manufacturer narrative:
Device analysis report attached. This report is submitted on october 27, 2022.

Event description:
Per the clinic, the patient experienced vertigo and poor device performance from activation. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.